Event description:
During follow-up, noise was noted on the right ventricular lead. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead found clavicle crush damaging all cables and the ptfe liner of the inner coil exposing the inner coil. The cause of the reported event is consistent with clavicular crush.